Event description:
It was reported that during a pancreatoduodenectomy procedure, the first firing was completed without any problems. On the second firing, the staples of the acral part were unformed. With the third cartridge, it was found that the staples were protruding before firing. A different device was used to complete the case. There were no adverse consequences to the pt. A nurse commented that the firing knob might have not been returned to the home position completely at the second firing.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.